Event description:
As reported by the sales rep per the user facility: four caresite valves on a femoral quad lumen. The lumen was placed on (B)(6) 2010. On (B)(6), a clinician (rn) noticed that the pt's blood pressure was in the 40's. Upon examination, the pad on the femoral area was saturated. The nurse felt that the leak was coming from the lumen, so she then changed all four caresite valves back to the original valves, ultrasite. After changing the ultrasite valve, the pt's blood pressure began to rise. This pt was reported to be very fragile and dependant on the medication they received. Pt expired later that day, (B)(6) 2010. The ICU manager did not feel that the pt's death was due or related to the incident. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 - attempts were made to contact the director of ICU requesting additional info. On (B)(6) 2010 - spoke with the ICU director. She reported the elderly pt was very ill and dying and that the pt's death was not at all related to the reported incident or the reported product. She reported the leak occurred at the connection of the caresite valve to the connection of the IV set and the leak was not coming from the lumen end as originally reported. The valves were put on the set on (B)(6) 2010 and not changed until the incident occurred on (B)(6) 2010. It was noted that the valves were on the set for five days without incident. The nurse changed out the valve to another caresite valve which also leaked at the connection. It was then that the nurse changed all the valves to the ultrasite valves with no leaks noted. The actual sample valves and the connecting IV set were discarded. The facility is returning a rep valve sample for eval.

Manufacturer narrative:
The actual devices and the mating IV set were discarded and were not made available to the manufacturer to be evaluated. However, the facility did send a used rep sample valve for eval. The used rep sample was visually inspected and functionally inspected per specification. The samples were flow tested and pressure tested with no leaks noted. The male luer taper met the gauge dimensional requirements of (B)(4) standards. The sample passed all visual and physical testing per quality specification. The house retain samples for the reported lot and twenty five (25) samples from current inventory of the reported lot were also visually inspected and functionally inspected per specification. The samples passed all visual and physical testing per quality specification. An additional fifty samples from current inventory of the reported lot were evaluated for leakage by b. Braun's engineering department. All fifty valves were filled with de-ionized water and green dye. The piston ends of 25 valves were attached to spin lock adapters that met (B)(4) standards and the piston ends of 25 valves were attached to luer slip adapters that met (B)(4) standards. Both ends of the assembly were then blocked off. Seven day duration test was performed to test for leakage. No leakage was observed at the connections on any of the 50 samples tested. It is to be noted that this valve is a stand alone, separate valve, and requires the user to properly attach and tighten the valve to the mating connection. As reported by the user facility the valves were affixed to the IV set five days prior to the reported event, without incident. Since it was reported that the leak occurred at the connection of the valve to the IV set it is possible that the valve was not tightly attached to the mating part, or loosened over time. The instructions for use supplied with the product indicate "to access caresite luer access device: firmly attach luer access device to desired connection." A device history record review was performed for the reported lot with no non-conformances noted. There are no other confirmed reports of this nature against the reported product code and reported lot number. Without the actual sample or the mating part to evaluate, no specific conclusions can be drawn. We continuously monitor product incident reports to identify trends which might affect our products. No adverse trends have been identified with the reported product.